Event description:
It was reported that during implant, after connecting a lead to the pulse generator, no output was observed. Upon interrogation, high lead impedance was noted. The lead was disconnected and found to have normal measurements. The device was removed and a new device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.